Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent, and there were no patient complications during the procedure. According to the complainant, later the same day, the patient wasn't feeling well. The patient was sent to a gastrointestinal (gi) specialist to have the stent checked, and it was noted that the patient was bleeding because the stent had eroded into the portal vein. The patient's bleeding was treated via interventional radiology, and the patient was discharged. There were no additional patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.